Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of 1st degree atrioventricular (av) block, right bundle branch block (rbbb) and severe aortic stenosis. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum over 3 mm. During the procedure, the valve was able to be implanted successfully at a depth of 3 mm on the non-coronary cusp (ncc). Post-implant, the patient was observed with a complete heart block. A temporary pacemaker was placed to stabilize the event, and a permanent pacemaker was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.